Manufacturer narrative:
The hrsv monitor was returned for failure analysis and the reported issue was replicated. In remote fe and artemis, no data was found to indicate that the fault had occurred the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a blank screen. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the monitor was found to be the root cause of the reported failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer contacted the technical service engineer (tse) to report that the right eye of the surgeon side console (ssc) was not displaying any image. The customer made this report after the surgeon had completed the procedure using the robotic system. Tse instructed the customer to cycle the system power and reset the circuit breaker of the surgeon console. Subsequently, the system powered on and completed the homing process successfully. It was noted that the right eye issue was associated with the ssc, serial number (B)(6). The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi received the hrsv. However, failure analysis is not complete.